Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was conformed through examination of a returned product sample. The customer provided a guide wire with multiple kinks, including three near the j-bend at 1.6, 1.8 and 2.2 cm from the distal tip. Microscopic examination of these kinks revealed three sets of offset coils. Another kink at 14.5 cm from the distal tip was severe and resulted in the coil wire breaking into two pieces. A review of manufacturing records did not yield any relevant findings. Based on the condition of the returned sample and the time of discovery, it appears that operational context caused or contributed to this event. No further actions will be taken.

Event description:
It was reported that in the reanimation unit, when the guide wire was removed its tip of it was deformed.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.